Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event, with a measured value of 59 mg/dl, felt lightheaded, self-treated with oral glucose, and glucose subsequently increased to 76 mg/dl; education on appropriate hypoglycemia treatment and the 15-minute recheck protocol was provided. Symptoms included lightheadedness consistent with hypoglycemia. Outcomes included resolution of symptoms without hospitalization or further medical intervention. Investigation included complaint intake, user counseling on hypoglycemia treatment, and review of the reported glucose values. Investigation of this case revealed no device malfunction or component issue and no contributory use error was identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.